Event description:
It was reported that customer experienced cgm error 42 while using g7 sensor with pump. There was no reported impact to the customer¿s blood glucose level. Technical support guided customer through full pump reset, after which error did not reappear, advised customer to wait 20 minutes before starting new sensor session, and later confirmed during follow-up call that pump and sensor were working properly.